Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving ketamine, dilaudid, fentanyl via an implantable pump. The patient¿s medical history included chronic pain. The indication for use was non-malignant pain. It was reported that a motor stall occurred lasting more than 48 hours. Per the logs a motor stall occurred on (B)(6) 2021 at 10:59pm and on (B)(6) 2021 a stopped pump duration exceeded 48 hour message at 10:59pm. There were no environmental, external or patient factors that may have led or contributed to the issue. The drug was removed and replaced with saline. No interventions or actions were taken to resolve the issue. Surgical intervention did not occur but was planned though not scheduled. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Additional information received the same day reported that the patient did not have an MRI or any environmental exposure that day. The pump was alarming and they wanted to permanently shut down the pump so the pump off password was given and the pump updated.